Event description:
It was reported that there was an infection. It was noted that the patient was experiencing a burning sensation and had acute pain and tingling. It was noted that the patient had their implantable neurostimulator (ins) removed on 2013 (B)(6). It was noted that the patient had ¿pain, burning in their arms legs and all over their body¿. It was noted that the patient had chills from their mouth to their spine. It was stated that the patient felt like their ¿butt bone¿ was on fire and burning up. It was noted that the patient¿s leads were also removed. It was noted that the patient was having a lot of drainage with the infection. It was stated that the patient felt like they were ¿burning up in the inside¿. It was stated that the patient feels like the stimulation is still on sometimes and it is very painful. It was noted that the stimulation had gone to the back of the patient¿s neck and head area and that it sometimes felt like the ¿burning and moving on the insides starts again¿. It was noted that the patient had a doctor¿s appointment the day after the report. It was noted that the patient had nerve damage from the ¿implant in them, burning them up inside¿. It was noted that the patient felt like they still had inflammation. It was stated that the patient had been in and out of the emergency room. It was noted that the patient¿s back was sore and it was hard for the patient to sit down. It was noted that the patient was scared due to their symptoms. It was noted that the patient had pus in their side as well as two abscesses.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 389033 lot# j0511425v, implanted: 2005 (B)(6), explanted: 2013 (B)(6); product type lead product ID 748940, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2013 (B)(6); product type extension. (B)(4).

Event description:
Additional information received more than 2 years later from the patient reported that since the explant the patient had still been experiencing a burning sensation. Every time she was near some type of electricity (phone, computer, etc), the patient experienced pain around her appendix area. It still felt like the pain she had when she still had her implant in. The patient wanted to know what she needed to do to get rid of the pain. The patient reported that her previous healthcare professional (hcp) did not know anything. The issues had been occurring since 2013.